Manufacturer narrative:
(B)(4).

Event description:
It was reported that left side pacing was ineffective and that via x-ray it was observed the lead was dislodged. The lead was replaced and the condition of the patient was stable before, during and after the procedure.